Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received intermittent button response due to moisture damage to keypad traces. No button error alarm noted. The insulin pump passed displacement test. The insulin pump has cracked case near lcd window corners, cracked belt clip slot, cracked reservoir tube lip, cracked battery tube threads, scratched reservoir tube window, stained address serial number label and missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm. It was also reported that the insulin pump has cracks around the display window near the reservoir. Advised insulin pump would be replaced. No additional information was provided.